Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. Recaptured codes on h6 (medical device problem code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position is most likely due to an unintended user error as the pump became out of position during CPR and repositioning of the device. The cause of the pd-cannula assembly was due to a material kink of the cannula from an unintended user error based on the product returned and clinical details provided.

Manufacturer narrative:
D9 device was returned and date was added. H6 type of investigation was updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 53 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was known to be on inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. Other medical history was not shared. After 5 days of support the team had turned the patient in the bed and ventricular tachycardia (vt) occurred. The vt was treated by shock x18 to cardiovert the patient out of the arrythmia. The pump was also found to be out of position on day 5. They repositioned the pump to remedy the issue and resolve the "in aorta" alarm. On day 7 of the support the team tried again to reposition the pump in the catheterization lab and the pump became kinked/knotted and was removed from the left ventricle. To resolve the pump kink they utilized a snare to straiten and redeliver back across the valve and to the left ventricle. The pump was redelivered and the pump support remains to date, without any harm. The vt episode, on the pump support, may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.